Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain. The rep reported that the patient was convulsing and had mild tremors. The rep reported that the patient was admitted to the hospital. The rep reported that they were contacted by the hcp to walk through turning the ins off. The rep reported that they walked the hcp through using the remote, stimulation was off and the rep instructed the hcp through turning the device on and then off again to verify that the remote was working properly. The rep reported that they didn't have any further details about the outcomes or how the patient was treated after confirming that the ins was off. No further complications were reported.